Event description:
Per the information provided to co by the physician's office, via co's international representative, the device was removed due to "leakage at (the) left cylinder - no pumping possible." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same manufacturer.